Event description:
Boston scientific received information that, several months ago, this pacemaker had a longevity of approximately 1.5 years with a magnet rate of 90. Currently, the device has triggered end of life (eol). It was noted that the device will be change out in the near future with a competitor's product.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.